Manufacturer narrative:
Date sent: 12/17/2007. Information not available, device not returned for analysis.

Event description:
It was reported that during a vats lobectomy procedure, it was necessary to convert to open. The patient is improving since surgery but is still in ICU; fever and consciousness are unknown. Procedure was prolonged by 4 hours.